Event description:
It was reported that after doing a touchscreen calibration the screen was no longer responsive. Mss verified this was indeed the rotated target issues and stated would cover the part under warranty. Per email response received on 19-oct-2022, tech support stated the biomed would be replacing the control panel on the device when the part was received. No patient involvement.

Manufacturer narrative:
As per additional information received, it has been determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after doing a touchscreen calibration the screen was no longer responsive. Mss verified this was indeed the rotated target issues and stated would cover the part under warranty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.